Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient disconnected from therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient disconnected from therapy. This occurred during fill one of four of peritoneal dialysis therapy. The patient was connected at the time of the event. The patient stated they disconnected a bag and wanted to remove the cassette from the homechoice device. The technical service representative had the patient power cycle the homechoice device. The patient stated they had disconnected from the homechoice. The patient stated they would start therapy over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.